Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed as the lot number is unknown. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had an aiken osteotomy internal fixation on toe of her right foot in 2010. The patient had an initial diagnosis: unspecified mechanical complication of internal orthopedic device, implant, and graft. In an x-ray taken the screws appear to be backing out. Follow-up investigation: the patient's original right a kinostotomy with internal fixation was (B)(6) 2010. One ar-13120t-14c was implanted at that time. On (B)(6) 2015 patient underwent a second surgery for the following: arthroplasty with implant right first mtpj, bunion correction right foot and removal of painful hardware right first metatarsal and hallus proximal phalanx. During the procedure the internal fixation over the dorsal aspect of the first metatarsal neck was identified as loose and extending on the cortex of the bone. The screw was removed. The screw at the medial aspect of the proximal phalanx was also extending on the cortex and loose. This screw was also removed. During this procedure another manufacturer's implant was placed in the first mtpj.